Event description:
On (B)(6) 2026, the patient had primary right hip surgery with medacta products. On (B)(6) 2026, the patient came in due to signs of infection and the pathogen is unknown. The surgeon performed a washout, I&d, and revised the 32 mm biolox s head and d 32/d liner to a same size head and liner. The surgery was completed successfully [MDR (B)(4)]. Presently, on (B)(6) 2026, the patient came in due to continued signs of infection and the pathogen is unknown. The surgeon removed the cup, liner, head, and stem and replaced them with antibiotic spacers to treat the infection. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 04 june 2026 ball heads: mectacer 01.29.204 mectacer head biolox delta dia.32 12/14-s (k112115) lot 2531615: (B)(4) items manufactured and released on 22-dec-2025. Expiration date: 2030-12-01. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Cup: mpact 01.32.148dht acetabular shell d 48 two-holes t (k230011) lot. 2526678: (B)(4) items manufactured and released on 22-dec-2025. Expiration date: 2030-12-08. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Liner: mpact 01.32.3241hct flat pe hc liner d 32/d (k103721) lot. 2527435: (B)(4) items manufactured and released on 16-dec-2025. Expiration date: 2030-11-24. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Stem: amistem-p collared 01.18.433 amistem-p collared std. Size 3 (k103721) lot. 2519684: (B)(4) items manufactured and released on 15-dec-2025. Expiration date: 2030-11-27. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.